Event description:
It was reported that suspected myopotential noise was observed on this right ventricular (rv) lead, and technical services (ts) was consulted for further evaluation. Ts review identified atrial tachy response (atr) episodes demonstrating myopotential/diaphragmatic noise on the rv electrogram (egm), with occasional oversensing noted. One-year rv trend data shows stable and within-range thresholds, pacing/sensing impedance, and shock impedance, although intrinsic amplitude data are limited. Histogram rate counts indicate 83 rv sensed (rvs) events exceeding 250 beats per minute (bpm) from (B)(6) 2025 through (B)(6) 2026, possibly consistent with rhythmical signals that may correspond to respiration-related myopotential/diaphragmatic noise, per ts. The patient reports no associated symptoms related to oversensing or pacing inhibition. Ts recommended performing lead integrity testing. No adverse patient effects have been reported, and this rv lead remains in service.